Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented for elective replacement of the device, externalized conductors on the rv lead were observed on fluoroscopy. The lead was electrically stable. Physician elected to cap and replace the lead during procedure on (B)(6) 2016. The patient was stable post-procedure. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.